Manufacturer narrative:
"Still implanted".

Event description:
Pt's daughter reported her mother is sick and is questioning the raw material from the apogee and perigee product. Add'l info received on 02/09/2010 indicates that pt was implanted with apogee and monarc on (B) (6) 2007. Pt's daughter reported that within weeks of this surgery, pt began having severe hives and pain and it got "tremendously worse". Pt is severely allergic to latex and latex affiliated material. No further info provided.